Event description:
It was reported that during a rotator cuff repair surgery, after twisting the anchor mechanism to deploy, the anchor and drill guide were removed, one suture did not appear to be attached to the anchor, and easily came out in their entirety with the drill guide and inserter. The sutures appears to have broken within the anchor, like they got cut during deployment against the inserter. The anchor body was left in drill tunnel. The procedure was completed with the same anchor. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.